Event description:
It was reported that, during a hip surgery, when a surgeon was inserting a universal cement plug into a patient femur, the proximal wing broke off from the main body.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device discarded and was not returned to the manufacturer. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. Visual, dimensional and functional analysis could not be performed as the device was not returned. A photo of the device was provided and the proximal wing of the cement restrictor was detached from the main body. Device return is needed to further assess. The event was confirmed however the root cause of the reported event determined due to the minimal information received. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
It was reported that, during a hip surgery, when a surgeon was inserting a universal cement plug into a patient femur, the proximal wing broke off from the main body.